Event description:
It was reported that the pacing lead impedance of the right ventricular (rv) lead was high and out of range. There were also episodes of noise on the rv lead which resulted in noise reversion. The lead was explanted, and during the replacement procedure there was insulation damage noted. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of high pacing impedance, noise, and insulation abrasion were not confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix stretched, extended, and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.